Event description:
Add'l info rec'd 6/11/02: please note that alimed is not the MFR of the m rail, assistive bed rail. They purchased that product from: lcm distribution ltd. Co has forwarded the paperwork sent to lcm.

Event description:
Resident was found not breathing, lying on a mat beside the bed. Resuscitative measures were unsuccessful. Resident had a low bed with mat on the floor. They were found on left side with head, face down between assistive rail and mattress. Distance from mat to bottom of rail was approx 11 inches.